Event description:
Report received of a tubing rupture during power injector use. The extension set was connected to a medrad envision CT injector. The power injector was set at 2cc/second. The tubing ruptured, spraying contrast onto the patient's arm and hair. Blood backed up to the point of rupture but did not leak out, as the clinician clamped the extension set. The IV site was not lost, and the extension set was removed and replaced with a heplock adapter. The test did not need to be repeated. The customer specified there was no patient harm or delay in diagnostic testing.